Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Performed visual inspection on the returned sensor and no issues were observed. The sensor adhesive was returned extended investigation has also been performed. Dhrs (device history record) were reviewed and verified that the units passed all tests on the line. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. The investigation showed all processes were effective. No malfunction or product deficiency was identified.

Event description:
Customer reported experiencing a skin reaction while wearing an adc freestyle libre sensor and experienced symptoms described as sensor site irritation. Customer had contact with a healthcare professional and received triamcinolone for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing a skin reaction while wearing an adc freestyle libre sensor and experienced symptoms described as sensor site irritation. Customer had contact with a healthcare professional and received triamcinolone for treatment. There was no report of death or permanent injury associated with this event.